Event description:
It was reported that a patient underwent a tympanoplasty procedure on (B)(6) 2010 and suture was used. During the procedure, the suture snapped. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received. The initial evaluation found a broken needle however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.